Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1709303, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) sealant was pulled out of the patient's skin and there was bleeding. Additional information indicated that the vcd balloon was torn before the sealant was dislodged.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) sealant was pulled out of the patient's skin and there was bleeding. Additional information indicated that the vcd balloon was torn before the sealant was dislodged. The patient was not thin. The product was stored as per the product labeling. Attempts to gather additional information was unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath, advancer tube and the sealant were not returned. No obvious anomalies were observed. Leak testing was performed on the balloon of the received device using the returned syringe. The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. The balloon¿s od (outside diameter) was verified to be within specification. A review of the manufacturing documentation associated with lot f1709303 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The advancer tube and the sealant were not returned for physical investigation, therefore the reported ¿sealant dislodged¿ event could not be confirmed. The exact cause of the reported event experienced by the customer could not be conclusively determined. The event reported as ¿balloon was torn¿ could not be confirmed due to the condition in which the unit was received for analysis. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.